Event description:
It was reported that alerts were triggered for the right atrial (ra) lead and right ventricular (rv) lead indicating high impedance on both leads. Lead testing revealed no capture at maximum output in the ra or rv, unipolar or bipolar. It was suspected that the leads were fractured. The leads were explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).